Event description:
Four incidents were reported involving the device. Stop in the catheter, when they should use it the lumen was clotted. Crack on the luerlock. Crack on the luerlock. Leakage from the white tube under the suture wings.